Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set; further described as ¿the blue tip was loose¿. This was identified during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrections d1, d3, g4. D1: brand name: remove minicap transfer set and replace with minicap d3: device manufactuer name: remove baxter healthcare corporation and replace with baxter international inc. G4: combination product: add no (previously blank) additional information d4 (UDI #), h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.